Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed tip lid fixing screw adhesive peeling issue could not be determined, however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: there was a chip in the adhesive area between the acoustic lens and the ultrasound probe; the acoustic lens was damaged, the damage level did not reach to the glue-layer; the light guide lens, the objective lens and the bending section cover were scratched; switch 4 had a cut; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a chip; the adhesive on the bending section cover was detached; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to a cut on switch 4, and due to a scratch on the bending section cover, water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope's switch 2 had a pinhole. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was insufficient adhesive in the screw holes of distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.